Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment a fluid leak was encountered. The patient said that during fill 2 of 5 of treatment there were several air detected in cassette warnings. Patient was advised to cancel treatment and when the cassette was removed from the cycler there was fluid in the pump module area and on the external part of the cassette. Fluid leaked from the cassette and the cassette door. In a follow up, the patient's pd nurse reported that the patient did not experience any harm, adverse event or require intervention. The patient is continuing to use the cycler with no further issues. The cycler set is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment a fluid leak was encountered. The patient said that during fill 2 of 5 of treatment there were several air detected in cassette warnings. Patient was advised to cancel treatment and when the cassette was removed from the cycler there was fluid in the pump module area and on the external part of the cassette. Fluid leaked from the cassette and the cassette door. In a follow up, the patient's pd nurse reported that the patient did not experience any harm, adverse event or require intervention. The patient is continuing to use the cycler with no further issues. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.